Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check lines and bags alarm during the prime on the homechoice machine(hc). The technical service representative(tsr) asked the home patient(hp) if they started over with all new supplies from earlier problems and the hp replied he only started over with a new cassette. The tsr advised the hp that he should have started over with a new cassette and bags. The care giver (cg) was contacted on (B)(6) 2011 regarding the reported problem. The cg stated that the hp's therapy is going well without any other problems. They started over with new supplies and everything went well. No further information was provided regarding the reported problem. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.